Manufacturer narrative:
Mercury medical rec'd a medwatch letter on (B)(4) 2014. The rptr claimed a mercury medical bran vent circuit had been used with a smiths medical parapak automatic gas powered emergency transport ventilator. After multiple telephone calls, the rptr at (B)(6) was contacted and asked to confirm the vent circuit MFR from the facility's inventory. The rptr wrote in e-mail that the vent circuit was in fact a smiths medical vent circuit and that she had already sent a medwatch report to smiths medical as well.

Event description:
U/f ref # (B)(4).